Event description:
On (B)(6) 2012, the patient had a 3 hole olecranon plate implanted to treat a right olecranon fracture. On (B)(6) 2012, an x-ray was taken showing proper healing of the fracture. That same evening, the patient experienced "pain in his elbow". The next day, another x-ray was taken which showed a new olecranon fracture in a different location. The 3 hole plate was removed and replaced with a 5 hole plate on (B)(6) 2012.

Manufacturer narrative:
Additional MDR associated with this event:3025141-2014-00026: plate,3025141-2014-00026: plate follow up 1,3025141-2014-00026: screw 1,3025141-2014-00027: screw 1 follow up 1,3025141-2014-00241: screw 2,3025141-2014-00243: screw 4,3025141-2014-00244: screw 5,3025141-2014-00245: screw 6,3025141-2014-00246: screw 7,3025141-2014-00247: screw 8.